Event description:
A customer reported that the adc device detached prematurely. The customer subsequently experienced a loss of consciousness due to hypoglycemia. The customer was treated with glucagon by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer subsequently experienced a loss of consciousness due to hypoglycemia. The customer was treated with glucagon by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed visual inspection on the sensor patch and no issues were observed. The sensor adhesive was returned and intact. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.